Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints leaflet motion restriction and central regurgitation were unable to confirm due to lack of available medical records and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''post implant we noticed significant central ai via tte and angiography. Next a tee probe was inserted and identified that one of the tavr leaflets was restricted.'' During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. In this case, the 3mensio imagery revealed calcification of the native aortic annulus and leaflets. Upon review, it is possible that the calcium buildup on the native leaflets may have pinned the bioprosthetic valve leaflet, resulting in restricted leaflet motion. As such, available information suggests that patient factors (native leaflet calcification) may have contributed to the reported leaflet motion restriction. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, tee findings identified the patient had restricted leaflet motion, which can lead to abnormal coaptation resulting in central regurgitation. As such, available information suggests patient factors (restricted leaflet motion) may have contributed to the reported central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve was successfully implanted. Post implant significant central ai was noted via tte and angiography. Next a tee probe was inserted and identified that one of the tavr leaflets was restricted. We attempted to post-dilate with the 26mm commander delivery system but that did not solve the issue. Another 26mm valve and delivery system were opened and prepped. Before inserting the new 26mm system and valve we decided to implant a 23mm valve and delivery system. The 23mm thv system was successfully implanted and there was no ai or pvl via tee. Per the fcs, the posterior leaflet of the thv was either immobile due to device error or was pinned by calcium on the native valve leaflets therefore making it not function properly. The valve was deployed 90/10.